Event description:
A vaxcel pasv port was implanted for the infusion of therapeutic medication. During placement, the peel away sheath did not separate all the way. The procedure was completed with the defective device.